Manufacturer narrative:
(B)(4) lot unknown. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medwatch report received from FDA report# mw 5070501. "Johnson and johnson representative brought in loaner depuy instrument to assist in removing old system. During posterior spinal fusion hardware removal, the tip of the screwdriver broke within the tulip of the s1 screw. The fractured tip of the screwdriver could not be removed and was left in place. Broken screwdriver tip considered a retained foreign body.